Manufacturer narrative:
Correction found in g4. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had not had any relief with the therapy since implant, they were still going to the bathroom 5-6 times and 4 times at night. The caller reported that on (B)(6) 2018 the device suddenly stopped working, and they felt like their ins was too close to the surface, and that something had twisted or gotten loose. The caller stated the patient wasn¿t sure at first because they were still having pain from the implant surgery. The patient saw their healthcare provider the week before the report and had the device surgically moved deeper in their buttocks. After surgery the patient noticed a power on reset (por) screen, they saw the healthcare provider and a manufacturer¿s representative the day before the call to help them with the por and resync the programmer to the ins. No further complications were reported.